Manufacturer narrative:
Product analysis: analysis confirmed the customers comment that the programmer shut down as it was observed that while not damaged, there was a short circuit in the cable of the radio frequency (rh) head that after any movement of the cable would cause the programmer to shut down. Then only crackling noise was audible from the power supply. The cable and label of the rf head was replaced. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer blacked out, and shut down during a software update along with a crackling noise resulting in the programmer being impossible to update. There was no patient involvement reported.